Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced feeling vomiting, back pain, and ¿other symptoms consistent with dka¿. The cgm reading was 134 mg/dl, and the blood glucose reading was 578 mg/dl. The patient was brought to the hospital by the mother, and when a fingerstick was taken the cgm reading was 78 mg/dl, and the blood glucose reading was high. The patient was admitted into the ICU and would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient was discharged after 4 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.